Event description:
Event description guidant received information that the patient fell and landed on the implant site. Afterward the implantable cardioverter defibrillator (ICD) and lead system displayed elevated impedance and threshold measurements.